Manufacturer narrative:
Complaint no: (B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log found no keystrokes, programming, or use related events failure, malfunction, or iipv events that could have caused or contributed to the reported event. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Sample analysis verified the reported event as a check lines and bags alarm caused by a manifold valve which was replaced to resolve the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.